Manufacturer narrative:
The insulin pump passed displacement test and self test. No frozen screen noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump froze and the buttons became unresponsive during an infusion set change. The customer's blood glucose was 103 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.